Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: during investigation, the pump was found to be completely unresponsive with no audible or vibratory features and no display when powered up. There was no damage to the pump observed. When power was supplied to the pump, the current draw was found to be out of specification. The complaint of a temperature issue was not able to be investigated due to the unresponsive pump. The pump cover was removed to investigate the power issue . Unrelated to the original complaint, it was found that a single component failure occurred on the voltage regulator circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.